Manufacturer narrative:
The synergy ous mr 2.50mm x 38mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts in sections along the mid to distal end lifted from the crimped stent position and the stent was kinked in the distal region. The undamaged stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Following pre-dilatation, a 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with a different device. No patient complications were reported and the patient was good. However, returned device analysis revealed a stent damage.